Manufacturer narrative:
All of the buttons functioned properly however; the insulin pump had corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, stained end cap sticker and stained address serial number label.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were not working. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.